Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after loading a used cartridge on to the pump with 140 units of insulin. No reported adverse impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.